Event description:
The device remains explanted.

Event description:
Healthcare professional reported deflation. The device remains explanted. This relates to the left side.

Manufacturer narrative:
Visual analysis of the photographs identified: deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observation: red particles observed on the surface of the shell. A possible missing piece of shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported deflation. Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.